Event description:
Pt was being prepared for bone marrow transplant when embolized catheter from chest port was seen on x-ray in superior vena cava. Catheter fragment was removed in radiology with no ill effects. Chest port was implanted on an unk date at another health care facility.